Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that even after charging the system overnight, the issue was not resolved. The batteries were checked and one battery connector was found to be loose. The connection was repaired and the issue was resolved. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system displayed the message "low battery power warning" and the attempted spins were terminated early. It was reported that the system was positioned around the patient when this occurred. It was suspected by the site personnel that the umbilical cable was not fully seated, causing the system to be unable to charge fully. The user was eventually able to acquire a successful spin after a 15 minute delay to the procedure. The procedure was completed successfully and the patient was not impacted.

Manufacturer narrative:
(B)(6).